Event description:
We received a report via maude data base (B)(4) regarding a patient who experienced unexpected post-operative surprise after the implantation of an intraocular lens. The lens was removed and replaced with a different lens with better results; the patient is reported to be doing fine.

Manufacturer narrative:
(B)(4). Placeholder.